Event description:
It was reported the pt experiences a burning sensation and pain at the ipg site. The symptoms persist regardless if stimulation is on or off. The pt reported the ipg area is hot to the touch. The pt was seen by a physician who noted the ipg area was not red or warm to the touch. The physician was prescribed lyrica. The pt has a follow up appointment with the physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.